Manufacturer narrative:
(B) (4). (B) (4). The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device issue: entanglement/stent damage. Time of device issue: during stenting procedure. Adverse event: stent explanted requiring additional stent for treatment. It was reported that the promus stent was deployed in the lmt. During an attempt to advance a non-abbott guide wire through the deployed stent toward a side branch, the guide wire became entangled in the stent struts, damaging the stent. When the guide wire was retracted, it separated distally in the stent struts. The promus stent and the separated portion of the guide wire were retrieved using a snare device. A second promus stent was deployed successfully in the lmt. There were no reported adverse patient sequelae. No additional information was provided. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.